Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient got good therapy relief for a while then had a return of symptoms. About 6 months after implant she wasn't getting therapy relief again so she hasn't been using the stimulator and is planning to have the device removed. Patient inquired about donating external devices. No further complications were reported.